Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display screen was scratched and that the lens had detached from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/11/2015 with the following findings: multiple scratches were found along the display lens. The pump booted on to the verify screen with a dim, pink display. Unrelated to the initial complaint, the battery compartment was found to be cracked from the case seal to the bumper pad. The battery cap was not returned with the pump; a test cap was used during the investigation.